Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) stem.

Event description:
No further event information available at the time of this report.

Event description:
It was reported there was a revision due to a periprosthetic fracture. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 00877503602 / bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 / lot #: 3144663 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.